Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected of exhibiting premature battery depletion. Boston scientific technical services (ts) was contacted for review, but device data was not provided for assessment nor is this device enrolled in remote monitoring. Ts provided instructions for downloading the device data. At this time, this s-ICD remains implanted and in-service. No adverse patient effects were reported.